Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated; it was reported that the motor of the micro tornado hp w handcontrol was jammed and it didn¿t turned. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was identified that the motor cable had a short circuit; therefore, it was replaced. The keypad was not responding properly and its values were out of tolerance; besides, the buttons were defective, in consequence the buttons were also replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause can be related to a failure in electrical components. Also, the buttons failure could be related to lack of maintenance. However, it cannot be conclusively affirmed as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the motor of the micro tornado hp w handcontrol was jammed and it didn¿t turned. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.